Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. It was noted that beginning (B)(6) 2015, atrial oversensing was observed in the save to disk electrocardiograms. Concomitant product: c2tr01 ipg implanted: (B)(6) 2015.

Event description:
It was reported that the patient's right atrial (ra) lead had noise on the electrogram. This noise was causing inappropriate mode switching. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.